Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there have been several rate response adjustments made to the device, and the patient is still complaining. The device remains in use. No further patient complications have been reported as a result of this event.